Manufacturer narrative:
The tech found the casters were worn and replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the casters swivel after the brake is engaged.